Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause lots, testing of returned samples, sensitivity testing, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lots and the tracking and trending report review determined that there is no elevated complaint activity for the issue under review. The performance of the likely cause lots was investigated and did not reveal any events or issues that may have impacted the performance of the lot numbers in relation to the complaint issue. The customer-returned samples were tested and two of the samples were determined not false nonreactive (hcv-e and hcv-f) and four were inconclusive (hcv-a, hcv-b, hcv-c and hcv-g). The sensitivity panels met specifications and the results were in the typical range and no false non-reactive results were obtained. The clinical sensitivity was evaluated by testing two commercially available seroconversion panels and results were compared to historical data of alinity s anti-hcv test results. Reagent lot 94679li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Complete patient identifiers: (B)(4). All available patient information has been included. No additional patient details are available. This event is also being reported under manufacturer report number 3002809144-2019-00504, for a second suspect medical device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false (B)(6) anti-(B)(6) results when processing on the alinity s. The following data was provided: sid (B)(6): initial result was (B)(6) on (B)(6) 2019 and retest results were (B)(6) on (B)(6) 2019 using lot 02618be00. Retest using lot 94679li00 generated a result of (B)(6) on (B)(6) 2019. Additional testing with architect generated a result of (B)(6) and inno-lia was (B)(6). Sid (B)(6): initial result was (B)(6) on (B)(6) 2019 and retest using a different alinity (as1090) generated a result of (B)(6) on (B)(6) 2019 with lot 02618be00. Retest using lot 94679li00 generated a result of (B)(6) on (B)(6) 2019. Additional testing with architect generated a result of (B)(6) and inno-lia was (B)(6). Sid (B)(6): initial result was (B)(6) on (B)(6) 2019 and retest on another alinity (as1090) generated a result of (B)(6) on (B)(6) 2019 using lot 02618be00. Retest using lot 94679li00 generated a result (B)(6) on (B)(6) 2019. Previous results for this patient include (B)(6). Additional testing with architect generated a result of (B)(6) and inno-lia was (B)(6). Sid (B)(6): initial result was (B)(6) on (B)(6) 2019 and retest result was (B)(6) using lot 02618be00. Additional retest with lot 94679li00 generated a result of (B)(6) on (B)(6) 2019. Additional testing with architect generated a result of (B)(6) and inno-lia was indeterminate. Additional testing with hbsag generated results of (B)(6) with the alinity 1090. Confirmatory testing with architect generated results of (B)(6) and % neutralization was (B)(6). No impact to patient management was reported.